Manufacturer narrative:
The device was returned to zoll medical: review of the ECG event data concluded that the device advised shock related to contributing factors such as artifact, baseline wandering and a lack of consistent morphology. The device worked as designed and configured and within the limitations of the technology. This investigation will be closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a (B)(6) year old female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.